Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone and bupivacaine at unknown concentrations and doses via an implantable infusion pump. It was reported that the pump had been alarming a single tone beep every hour for the past 11 days. He noted the pump was supposed to be refilled in (B)(6) 2020 but he no longer has a doctor and no one would see him. No further complications were reported. Additional information received from a manufacture representative reported the patient had not found a managing hcp yet. The alarm was due to a low reservoir and nothing had been done yet to resolve the issue. The alarm was not resolved. Additional information received from a manufacture representative reported the patient waited too long before searching for a provider to manage his pump. The pump was nearing empty.